Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2005.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician, as of a follow up medical appointment in 2009 (date unknown), the patient complained of mild urinary urgency. No signs of erosion or other any other complications with the device were observed.all other information is unknown and unavailable.